Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented in (B)(6) 2005 with back pain and was put on pain medication. Mris and x-rays indicated degenerative disc disease. In (B)(6) 2010 the patient presented to the surgeon with continued back pain. The surgeon reviewed x-ray images and recommended surgery on the neck and back. The surgeon diagnosed a 2mm offset in the patient's neck that was causing headaches. On (B)(6) 2011 the patient underwent a surgery consisting of fusion of 3 vertebrae. Post-op the patient seemed to get some relief. Post-op the patient had to wear a bone growth stimulator to regrow the vertebra. The patient then had thoracic spinal surgery using rods and screws. Post-op the patient had radiating pain in his leg. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient experienced headaches and back pain prior to surgery. Patient was told that he had three discs in his neck and six discs in his thoracic spine that needed to be repaired. In (B)(6) 2011, patient underwent a cervical fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient allegedly experienced worse pain than he experienced prior to undergoing surgery. In (B)(6) 2011, patient underwent a second surgery on his back. The patient was implanted with rhbmp-2/acs. Post-op, patient allegedly experienced worse pain than he experienced prior to undergoing surgery. Patient reportedly still experiences constant pain and immobility. Patient additionally suffers from depression and psychological impairment.